Manufacturer narrative:
(B)(4). Eval, method, results, conclusion: product scheduled for return but not received by manufacturer for inspection. Product event: (B)(4).

Event description:
When the coag button of the device was released, the device remained active (rf energy was being delivered) until the coag button was pressed several times then rf energy delivery ceased. No patient impact.

Manufacturer narrative:
Product event #(B)(4)testing performed: visual inspection device information: device: peak plasma blade 3.0pe product p/n: ps210-030pe lot: 0206618731 qty: 1 expiration date: 2015-04-01 manner in which device was shipped: returned in a single ups corrugated shipping box the device was sealed in a single red biohazard bag with scotch tape. It was wrapped in bubble wrap and was packaged with packing peanuts in the box. The device was returned with tray, tyvek lid, and box. The part number and lot number matched the information provided on gch. A printed email containing the rga information was contained within the box. Device visual inspection: the body, shaft, and tip were covered in significant areas of dried blood. This corroborates with the reported event that this device was utilized in a surgery. The suction tubing was cut, but the cable was still intact. The adenoid tip was not returned. Functional inspection device was connected to a pulsar I generator (ps100-100), eqp# 6793 (calibration due date: 10/2013) since the device utilized a pulsar I in the reported complaint. The generator displayed an e5 ¿end of life¿ error code which further demonstrates that the device was previously plugged into a generator which is consistent with the report. The bypass connector was utilized to test the functionality of the device. The device was activated in grounded saline at cut setting 10 and coag setting 10 and it functioned with acceptable results. In order to attempt to replicate the reported incident of the activation of coag even after the button was released, the coag button was engaged several times over different lengths of times and at variable power settings. Stop watch eqp 676 (calibration due date 4/19/2014) was utilized to track activation times. The device was activated 10 times in saline at coag setting 10 at 10 second activation intervals. The device was activated 10 times in saline at coag setting 10 at 1 second activation intervals the device was activated 3 times at each power setting 1 through 10 the device was activated by applying pressure to different positions along the edge of the coag button to determine whether this would cause the button to remain active through all these investigation strategies there were no observations of the coag remaining activated after pressure was removed from the button the body halves of the device were separated and opened to observe whether blood (or any other biological fluid) entered into the surrounding button area in order to determine if this could have caused the button to remain activated even after release. There was trace amounts of dried blood observed around the edge of the blue button. Investigation conclusion: the reported complaint could not be confirmed. There were zero observations of the device where coag activation occurred without the button being pressed. It is plausible that the viscosity or coagulation of the blood attributed to increased friction between the edge of the button and the body half causing the button to ¿stick¿ and remain in the depressed position even after the surgeon removed his fingers. Because there is only trace amounts of dried blood observed around the button, this is unlikely, though a plausible conclusion since it cannot be confirmed. (B)(4).

Event description:
When the coag button of the device was released the device remained active (rf energy was being delivered) until the coag button was pressed several times then rf energy delivery ceased. No patient impact.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.